Event description:
A discrepant sirolimus (siro) result was obtained on two patient samples. The results were not reported to the physician. Upon investigation, it was determined that the low results were obtained when no sample was aspirated from a short sample cup. Patient treatment was not altered or prescribed on the basis the discrepant siro results. There was no report of adverse health consequences as a result of the discrepant siro results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the discrepant siro results is unknown. In two of the seven instances, no aspiration of samples was not flagged with absorbance flags. The issue is under investigation.

Manufacturer narrative:
(B)(4)